Event description:
High blood sugar 350 mg/dl; I am a t1 diabetic using the omnipod dash and a continuous glucose monitor (cgm). I have 8 boxes of omnipod dashpack 5's insulin pump cartridges lot number pd1k04112121. On (B)(6) 2021. I first noticed that after breakfast ( after I checked my blood sugar and gave myself the appropriate bolus of insulin) my blood sugar had risen to well over 325 --my cgm warned of the high bs) and when I tried to give myself a bolus with the omnipod, my blood sugar did not go down. It appeared that the pod was malfunctioning and when we removed the pod, there was blood on the cannula which sometimes means that it was not inserted correctly. We replaced that pod, and that pod immediately fell off and the next new pod did not stick to my skin (on my upper arm). So luckily I had some pods with another lot number and it stuck to my skin as usual. I am reporting this as those without a cgm may not get a warning about high blood sugar or may not notice that the pod is not sticking or functioning correctly. FDA safety report ID # (B)(4).